Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of leakage was confirmed, while the device evaluation found the fiber breakage was not confirmed. The device evaluation also found piercing of the bending section with a loss of water tightness. Deterioration or breakage of the adhesive. The connecting tube had a wrinkle, and resin peeling from the insertion area of the tube due to moisture invasion. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value, and the angle wire was longer than normal. Due to buckling and deformation on the channel tube, the channel cleaning brush could not be inserted smoothly. The control unit was dirty due to fluid invasion from the body control unit. The eyepiece was loose, the grip was sticky, the up/down angulation lever plate was sticky, the bending tube was deformed, the image had a stain due to damage to the image guide bundle, and the connecting tube had a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 22 years since the subject device was manufactured. Based on the results of the investigation, there were no nonconformities in the manufacturing of the equipment. The event can be detected/prevented by following the instructions for use which state: the inspection method for this event is described as follows in the instruction manual (operation) "chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope". Inspection of the endoscope body 1. Visually check that there are no scratches, chips, deformation, or other abnormalities on the external appearance of the operation part. 2. Visually check that there are no bends, twists, bulges, or other abnormalities in the soft part near the boundary between the anti-break part and the insertion part. 3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube. 4. Grasp the insertion tube lightly with your hand and slide it along its entire length to make sure that it does not catch on the entire circumference. Also make sure that the flexible part is not unusually hard olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope was returned for evaluation with a report of a leak and fiber breakage. There was no patient harm reported. During the device evaluation, it was found that the coating on the tube was deteriorated and the indication line on the insertion section was worn off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.